Manufacturer narrative:
On october 11, 2023, mentor received additional information. The patient's date of implantation was updated to (B)(6) 2017. Mentor became aware that the patient underwent removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 03, 2023, mentor received additional information. The patient experienced an enlarged inframammary lymph node in her right breast. As such, a second file was generated to document the patient's right prosthesis. Refer to manufacturing report number 1645337-2023-14194 for the contralateral event. On november 14, 2023, mentor received the device for evaluation. On november 16, 2023, mentor received additional information. Mentor became aware that the patient's left prosthesis was replaced with a 400cc mentor memorygel breast implant. On november 29, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view and extending to a missing material measuring approximately 0.5 cm and 0.5 x 0.5 cm, respectively. Leak testing was performed, in accordance with mentor procedures, and no additional ruptures were detected during the analysis. Microscopic examination was performed on the edges of the tear and the missing material, no parallel striations were found in an area of the tear and the missing material. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument during implantation. The product insert data sheet cautions to not allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation or other surgical procedures. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent a primary breast augmentation surgery with a 275cc mentor memorygel breast implant. Post-operatively, the patient experienced capsular contracture of an unspecified baker grade in the left breast and a rupture of her left prosthesis, which was confirmed via ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.